Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine maintenance/testing at clinical engineering, it was observed that the console device had an e8 error code. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: serial number: the serial number in the initial report stated that the serial number was (B)(4). The serial number has been updated to (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e8 error. Therefore, the reported condition was confirmed. It was further reported that this is indicative of a bad motor with the console and damaging the pcb. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.